Manufacturer narrative:
The agent reported patient presented to doctor's office with right shoulder pain. X-ray showed loose stem. The doctor went in and confirmed a loose stem we replaced the stem and the poly liner. Complaint has been evaluated and is similar to report number 1644408-2021-00949; 530-06-048, s810 - device loosening, s807 - pain, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery due to patient presented to doctor's office with right shoulder pain. X-ray showed loose stem. The doctor went in and confirmed a loose stem we replaced the stem and the poly liner.